Event description:
A trilogy 100 ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third-party service center, device testing revealed the unit would not communicate with the computer software. The device's communication circuit board required replacement to address the reported failure to communicate with the software issue.